Event description:
It was reported that stent damage occurred. The 80% stenosed, 22mm in length, eccentric, de novo target lesion was located in the moderately tortuous, moderately calcified and 3.0mm in diameter left anterior descending artery. The lesion contained >45 and <90 degrees bend. Predilation was performed using a balloon catheter and a 2.25x24mm promus element ¿ stent was advanced but was unable to cross the lesion. It was then noted that the proximal part of the stent was lifted. The device was removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent had moved 1mm to the distal end of the distal markerband. Stent struts from the two most proximal stent rows were raised outwards distally from the balloon and were damaged. This type of damage is consistent with the stent meeting resistance upon withdrawal. The ro markerbands and the tip of the device were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 22mm in length, eccentric, de novo target lesion was located in the moderately tortuous, moderately calcified and 3.0mm in diameter left anterior descending artery. The lesion contained >45 and <90 degrees bend. Predilation was performed using a balloon catheter and a 2.25x24mm promus element ¿ stent was advanced but was unable to cross the lesion. It was then noted that the proximal part of the stent was lifted. The device was removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.